Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr sl groshong catheter. A gross visual inspection of the returned unit found that a broken segment of a guidewire was present inside the catheter tubing between the 32cm and 52cm depth markers. The unit was leak tested using water and a 12ml luer lok syringe. A leak was identified between the 47cm and 48cm depth markers. Inspection of the tear site found that a longitudinally aligned tear with a granular fracture surface was present at the leak site. The catheter was bisected and the inner catheter wall inspected. Further damage markings which did not penetrate the catheter were present on the inner catheter wall, suggesting that the damage and tear originated from inside the catheter. Furthermore, the shape of the damage inside the catheter was consistent with abrasion damage caused by friction between the catheter and a stylet or guidewire. The bill of materials was inspected and it was determined that a guidewire was not part of the kit under the provided product information. Given the observed evidence, it is likely that the user went outside the standard procedure and subsequently damaged the catheter with the guidewire.

Event description:
It was reported that a total of two pieces broke during use. One piece was stained with blood and contaminated the hospital and has not been released. The one in hand is not stained with blood and has broken. Patient injury was not reported. This file addresses the second device.

Event description:
It was reported that a total of two pieces broke during use. One piece was stained with blood and contaminated the hospital and has not been released. The one in hand is not stained with blood and has broken. Patient injury was not reported. This file addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.